Event description:
The entire device was removed from the pt and replaced due to prosthesis was too short. Pt dissatisfaction - the prosthesis became shorter and not long enough due to an increase space in the corpora. Note: very extensive calcified peyronies. Replaced because the first prosthesis too short, concerned droop but not too short when put in.